Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while monitoring telemetry patients, two beds went offline. The user moved the patients to new transmitters and the biomed reported that the issue was resolved. The customer called back on 3/july stating the issue reappeared with two different transmitters. The patients were once again moved to new transmitters to resolve the failure. The biomed stated that he had tested the transmitters and could not find any issues. Spacelabs healthcare remotely connected and found four receiver slots were disabled on a exhibit telemetry receiver (xtr) quad receiver card (qrc). A field service engineer (fse) was paged to go on site, no beds were found offline. All xtrs were restarted while the fse was on site as part of preventive maintenance. Cause of failure was not identified.